Manufacturer narrative:
The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. As no samples nor pictures was provided by the customer, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the patient went home with the pump infusing the drug and later that evening stated the pump started beeping. Patient stopped the pump and pressed "select". The patient got confused and didn't know what to do and reported to nursing what had happened during the pump disconnection. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.